Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a heat rash at first then developed into open sores. The patient believes she is possibly allergic to the equipment there was no alleged device malfunction contributing to the irritation.. The patient's doctor requested the patient be remeasured. The patient was remeasured into a larger garment size. The larger garment help improve the irritation.